Event description:
It was reported that the flow rate accuracy may have varied by around 10%. The event occurred during patient use at the facility. There was patient involvement, and no patient harmed reported.

Manufacturer narrative:
One device was received for evaluation. Service history review found no repair request in the past one year. The review of the event history log (ehl) found no related errors. The reported issue could not be confirmed as the flow rate was found to be within the product specifications. No repair actions were needed. The device passed all functional testing and was returned to the customer as no reported issues were observed.